Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was found to have fallen into the ventricle while patient was recovering overnight from the implant. It was discovered the following day during discharge check. The patient had a pretty violent cough and had coughed all night after the procedure. The patient was brought back to the cath lab the same day and repositioned the atrial lead back into place. The patient was provided with cough syrup and antibiotics. The following day the patient was discharged home with no issues.